Manufacturer narrative:
(B)(6).

Event description:
Unicomedical reference number (B)(4). Event occurred in the saudi arabia. On 23-april-2024, the customer reported past vent insulin flow blocked alarm infusion and customer confirmed she removed set and cannula is bent the site of insertion is abdomen. Unicomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.